Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she has unexplained elevated blood glucose ranging from 300-400 mg/dl with symptoms of extreme thirst and tiredness. The patient was able to take insulin via syringe for her elevated blood glucose and meal at the time of concern. The patient indicated that she may be sick with something else as she has been nauseated and vomiting for the past few days. The patient is new to insulin pump therapy. At the time of the call to animas, her blood glucose was 408 mg/dl without any symptoms. The patient was advised to contact her hcp to review her blood glucose and possibly adjust her insulin regimen. During troubleshooting, there was no evidence a product malfunction was associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of hyperglycemia while on insulin pump therapy. Although there was no evidence of a product malfunction, the animas pump could not be ruled out as a contributor of the reported incident.